Event description:
It was reported that the #3 key and the "back" soft key are inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed, 13 will be displayed; when in alphabetical mode and the abc key is selected, ag will be displayed, interfering with the mdl drug search). Physical damage was also observed on the #3 key. The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.